Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly was broken and it was noted that the external pulse generator (epg) failed the backlight on/ off difference at incoming functional testing, connector on the main printed circuit board (pcb). It was noted that the upper case was cracked at bosses, the lower case was broken and the display wires were pinched with the wire exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned into service for repair subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.